Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl. The customer changed the site and delivered a correction bolus. The customer also used fast acting and long lasting insulin to manage the bg level. The customer and healthcare provider removed insulin from the cartridge to confirm that there was insulin present. As insulin was removed from the cartridge, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer has reverted to insulin injections to manage diabetes.